Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to start up. A review of the system log file confirmed the reported problem. Upon functional testing, fse found that the imaging processing computer (ippc) wasn't booting. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis however, the replacement of the ip pc and moving of the hard drive from the old pc to the new one by the field service engineer has resolved the reported issue and restored the functionality of the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not boot up successfully. It was stuck at 00:00. No harm has been reported to philips. Philips has started an investigation of this complaint.